Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a flo-gard infusion pump with a false air in line alarm was confirmed during product evaluation. This condition was caused by a defective air sensor. This pump is a baxter owned device and will not be repaired. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a flo-gard infusion pump with a false air in line alarm. According to the facility, it is unknown when this event occurred. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event.